Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the customer had high blood glucose. Customer's blood glucose was 500mg/dl. Customer's mother stated the blood glucose started escalating, took out the infusion set that was inserted; she thought it may be bent. Customer removed the set and it does not look bent. Customer's mother stated they will call back once customer feels better in order to troubleshoot. She is concerned that the pump is not registering a no delivery alarm. Mentioned a hospitalization which had been reported. Advised customer to contact health care provider to review settings and sites for site related issues.